Event description:
Hospital reported that the machine stopped cutting during a surgery. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available, if no investigation conclusion has been completed. (B)(4).